Event description:
The handheld device and related software was received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
Analysis was performed, and the reported allegations were not verified. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld and software/flashcard performed according to functional specifications.

Event description:
It was reported that the physician¿s handheld screen was not able to be read. The power was on, but the screen was reported to be very faded. The company representative followed-up to perform troubleshooting. A hard reset was performed, but did not resolve the issue. He reported on (B)(6) 2015 that the screen was blank at that time. He indicated that the power button did not appear to turn on the handheld. He stated that the device may be dead. After charging the handheld device, the screen did not appear at all because the device did not appear to power on at all. The date of onset is unknown. A replacement product was provided. The suspect handheld has not been received to date.

Manufacturer narrative:
.